Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioiq meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The patient reported that the alleged inaccuracy issue began at 7:29 p.m., on (B)(6) 2018. The patient was unable and/or unwilling to provide any results obtained. Lfs cannot confirm an inaccuracy as no data was provided. Furthermore, meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It is not known how the patient manages his diabetes or what changes, if any, the patient made to his usual diabetes management regimen in response to the alleged issue. During the call with the csr, the patient expressed that he was feeling ¿dizzy, weak¿ and like he was ¿going pass out¿. At the time of the call, the patient denied receiving treatment. At the time of troubleshooting, the csr was unable to determine if the unit of measure was set correctly at the time of testing. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr walked the patient through a control solution test and noted that the result obtained fell within the control solution range printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.